Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Service returns were for issues not similar to the reported complaint. The database showed no quality notification/s were opened for the source device. A review of the device history record showed the device had a manufacture date of (B)(6) 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn 12547592 was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tamper seal broken.replaced handle, iuis, rear case, barrel clamp, actuator rod, flange gripper retainer. Cleaned corrosion deposit from carriage block and replaced contaminated components.device calibrated and pmed.(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Service returns were for issues not similar to the reported complaint. The database showed no quality notification/s were opened for the source device. A review of the device history record showed the device had a manufacture date of 14may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 02:12:40. (B)(6) 2018 08:02:38. Tamper seal broken. Replaced handle, iuis, rear case, barrel clamp, actuator rod, flange gripper retainer. Cleaned corrosion deposit from carriage block and replaced contaminated components. Device calibrated and pmed. (B)(6) 2018 08:12:37. Account had prw for 8110. (B)(6) 2018 14:26:18 (B)(4).